Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, during the evaluation the plug body was disassembled in which fluid ingress was evident in the plug body. Based on the quality trend analysis, it has shown that fluid inside the plug body can result in intermittent image issues, temporarily affecting the video image and other electrical functionalities. Upon further inspection, it was observed that the light cover glasses were cracked. It was also observed that the adhesive of the light cover and optical cover glasses were worn. It was observed that the adhesive of the distal end was lifting. It was also observed that the light guide tune had delamination and minor marks. Lastly, the angle play in all directions did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope displayed scope communication error (e315) message. The reported issue was uncovered during maintenance. There were no reports of patient involvement or harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the displayed error message (e315) temporarily. The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.